Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead was reportedly fractured. Another manufacturer's field representative reported that there was oversensing. An invasive procedure was performed to abandon the lead. No adverse patient effects were reported.